Event description:
Procedure type: hysterectomy. According to the reporter: while using the device on the vaginal cuff, the surgeon threw the 1st running stitch and when trying to take another bite, the needle was bent backwards and the device would not toggle again and the needle could not be unloaded. A new device was opened to complete the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No unanticipated colostomy, formal laparotomy, re-operation, or conversion to open procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).